Event description:
It was reported that three aseptic battery housings are opening during procedures. The non-sterile batteries have fallen onto the sterile field causing a delay of over 30 minutes while sterile field was changed. No adverse consequences were alleged other than the delay.

Manufacturer narrative:
The account was not sure which battery housings were opening, so they sent all the housings they had in stock. Twelve battery housings were received. The investigation is ongoing. A follow up report will be filed when the investigation is complete.